Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 03:00pm, he obtained a result of ¿126mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿87mg/dl¿ obtained on a hospital meter. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that at 03:30pm on (B)(6) 2017 he developed symptoms of ¿cold sweats and dizzy¿ and that he was treated by a healthcare professional with food or drink. The patient reported that at 04:00pm on (B)(6) 2017 he had his blood glucose tested on a clinic meter which gave a result of ¿145mg/dl¿. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. A control solution test had not been manually selected on the meter and the patient followed the correct testing procedure. The test strips had not expired or been stored incorrectly and the vial was intact. The patient did not have control solution available to perform a control test. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.